Manufacturer narrative:
(B)(4): the customer reported a poor contact performance issue. There was no reported pt involvement. The local 3rd party repair person reported that the device had experienced a boot failure and sometimes did not respond. The customer declined philips offer to provide replacement parts. Based on the customer's report, we are considering this a malfunction. We are unable to determine the cause of the reported symptom from the info that is available to us.

Event description:
The customer reported a poor contact performance issue. There was no reported pt involvement.